Event description:
Our (B)(6) son had an intrathecal baclofen pump, made by medtronic, surgically placed in 2006, for cerebral palsy/spastic diplegia. We had no issues with the device until the critical alarm started to sound on (B)(6) 2012. We immediately called his neurologist who instructed us to immediately meet him at his office. The neurologist put his hand held computer up to our son's abdomen to get a read on what was happening and it told him that the pump had shut off at midnight. The neurologist called medtronic who informed him the pump had malfunctioned and would need to be replaced. Although at this particular time our son was not showing any signs of baclofen withdrawal, the neurologist still put him on an oral dose of the baclofen along with periactin to help with any withdrawal symptoms that may occur. It was not until later that night did our son show any signs of withdrawal. He started to have mental status change, hallucinations, itchiness, increased spasticity, pain in his lower joints (mainly his knees), and the inability to sit still. While all of this was going on with him we were monitoring his vitals and were in constant contact with the neurologist. The worst part of the withdrawal came on (B)(6) 2012. We called the neurologist and told him that although his vitals were ok, the withdrawal had worsened to the point that we though we may have to take him to the ER. He instructed us to double the dose of his oral baclofen and periactin. We followed his instructions and the withdrawal symptoms became more bearable and our son was finally able to fall asleep at 5:00 am (B)(6) morning. We took our son to the neurologist monday afternoon for further eval and then went home as the withdrawal was more bearable. On tues, although our son's withdrawal was bearable his increased spasticity was causing him pain. He had the pump surgically replaced weds morning. We did not want to have it replaced, but instead taken out completely, but were advised by all of his physicians that this was the best thing to do, and if we still wanted to have the pump taken out, we could, but we needed to slowly wean douglas off of the medication appropriately rather than suddenly. The surgeon spoke to us after the surgery and informed us that the pump was in fact not working and had shut itself off. A medtronic rep also spoke with use just after surgery and gave us her apologies (she was there to retrieve the pump for eval). After all was said and done we find out that the model of our son's infusion pump, (synchromed ii model #863720aa, serial #(B)(4)), was recalled by medtronic. We were furious as we were never informed, and given the option to have the pump replaced before it malfunctioned. Medtronic states that there was a greater risk with having complications from the surgery, than having the pump malfunction. Our argument is that our son was due to have the pump replaced in 12 - 15 months, and we would have had it replaced because the risk with having it replaced now would be the same as opposed to 12 - 15 months. It was something that had to be done anyway. We would have scheduled the surgery at a time that would allow us to take vacation days from work and when our son was on (B)(6) break. We could have also prepared our son emotionally for the surgery.